Event description:
It was reported that the pump shut off unexpectedly which resulted in the customer going to the emergency room (ER) and subsequently being hospitalized due to elevated bg and high ketones. Customer confirmed pump display turned on when plugged into a power source. Upon hospitalization, the customers blood glucose (bg) level was 600mg/dl. The customer was treated with intravenous fluids of saline and insulin which reportedly resolved the elevated bg. The customer was released with no permanent damage on (B)(6) 2022. The customer will revert to manual injections while waiting for replacement pump to arrive.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.